Event description:
Difficulty walking/couldn't walk but a couple of steps [difficulty in walking]. Right knee was on ugly side/bad reaction in right knee [unspecified disorder of knee joint]. Right knee hurt a little more/more pain [arthralgia aggravated]. Elevated white blood cells [white blood cell count high]. Case narrative: this case is linked to case (B)(4) (same patient) initial information received on 18-jan-2020 regarding an unsolicited valid serious case received from patient. This case involves an unknown age female patient who experienced difficulty walking/couldn't walk but a couple of steps (latency 9 days), right knee was on ugly side/bad reaction in right knee(latency unknown), right knee hurt a little more/more pain(latency 7 days) and elevated white blood cells (latency 11 days), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment included cortisone injections. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received first injection with hylan g-f 20, sodium hyaluronate and second injection on (B)(6) 2019 in right knee, at dose of 2 ml via intra-articular route (batch number unknown) for osteoarthritis (oa). On (B)(6) 2019, after latency of 7 days, patient's right knee was hurt a little more but on tuesday, (B)(6) 2019 and wednesday (B)(6) 2019, she was having more pain and difficulty walking (medically significant, intervention required and disability seriousness criteria) (latency 9 days) so much that she had to cancel the (B)(6). Patient went to urgent care on (B)(6) 2019 where her blood work was done, and she was told that she had elevated white blood cells (latency 11 days) and sent her to emergency room. However, the emergency room told her that her white blood cells were not elevated but did an MRI and x rays telling her that the knee was on ugly side (medically significant, intervention required and disability seriousness criteria) and prescribed pain pills. When patient saw the doctor, he told the patient that bad reaction and gave her 9 day steroid pack but she still could not walk. After the steroid pack was complete, she went back to doctor who gave her cortisone injection, gave her something else by mouth but she did not know the pain and now did not prescribe any more pain pills but ordered physical therapy. Patient further stated that this cortisone injection was very painful and there was a little bit of blood that came out. Patient stated that after this she still could not walk but a couple of steps and was using a wheelchair and had to stop the physical therapy. But now patient was back on physical therapy and seeing a lot of improvement, she could get in and out of the house, drive and walk with the walker and not using the wheelchair. Patient was going to another doctor and they were checking to see if the insurance would allow her to have another gel injection. Action taken: unknown for all events. Corrective treatment: not reported for elevated white blood cells; pain pills, 9 day steroid pack, cortisone injection, physical therapy, unspecified medication by mouth, wheelchair and walker for rest all events. Outcome: recovered for elevated white blood cells; recovering for rest all events. A product technical complaint was initiated and results were pending for the same.

Event description:
Difficulty walking/couldn't walk but a couple of steps [difficulty in walking]. Right knee was on ugly side/bad reaction in right knee [unspecified disorder of knee joint]. Right knee hurt a little more/more pain [arthralgia aggravated]. Elevated white blood cells [white blood cell count high]. Case narrative: this case is linked to case (B)(4) (multiple devices suspect for same patient). Initial information received on 18-jan-2020 regarding an unsolicited valid serious case received from patient. This case involves an unknown age female patient who experienced difficulty walking/couldn't walk but a couple of steps (latency 9 days), right knee was on ugly side/bad reaction in right knee(latency unknown), right knee hurt a little more/more pain(latency 7 days) and elevated white blood cells (latency 11 days), while she was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical treatment included cortisone injections. The patient's past medical history, vaccination(s) and family history were not provided. On (B)(6) 2019, the patient received first injection with hylan g-f 20, sodium hyaluronate and second injection on (B)(6) 2019 in right knee of dosage strength: 16 mg/2 ml, at dose of 2 ml via intra-articular route (batch number unknown) for osteoarthritis (oa). On (B)(6) 2019, after latency of 7 days, patient s right knee was hurt a little more but on tuesday, (B)(6) 2019 and wednesday (B)(6) 2019, she was having more pain and difficulty walking (medically significant, intervention required and disability seriousness criteria) (latency 9 days) so much that she had to cancel the thanksgiving. Patient went to urgent care on (B)(6) 2019 where her blood work was done, and she was told that she had elevated white blood cells (latency 11 days) and sent her to emergency room. However, the emergency room told her that her white blood cells were not elevated but did an MRI and x rays telling her that the knee was on ugly side (medically significant, intervention required and disability seriousness criteria) and prescribed pain pills. When patient saw the doctor, he told the patient that bad reaction and gave her 9 day steroid pack but she still could not walk. After the steroid pack was complete, she went back to doctor who gave her cortisone injection, gave her something else by mouth but she did not know the pain and now did not prescribe any more pain pills but ordered physical therapy. Patient further stated that this cortisone injection was very painful and there was a little bit of blood that came out. Patient stated that after this she still could not walk but a couple of steps and was using a wheelchair and had to stop the physical therapy. But now patient was back on physical therapy and seeing a lot of improvement, she could get in and out of the house, drive and walk with the walker and not using the wheelchair. Patient was going to another doctor and they were checking to see if the insurance would allow her to have another gel injection. Action taken: unknown for all events. Corrective treatment: not reported for elevated white blood cells; pain pills, 9 day steroid pack, cortisone injection, physical therapy, unspecified medication by mouth, wheelchair and walker for rest all events. Outcome: recovered for elevated white blood cells; recovering for rest all events a product technical complaint (ptc) was initiated on 21-jan-2020 for synvisc. Batch number; unknown global ptc number: (B)(4). Sample status of ptc was not available, and ptc stated the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive actions)is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr(non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA (corrective and preventive actions) was required. The final investigation was completed on 01-mar-2020 with summarized conclusion as no assessment possible follow up information received on 21-jan-2020. No new information received. Additional information was received on 01-mar-2020 by quality department form other health care professional: ptc complete details added; strength added; text amended.